Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant the package for a lead intended for the right ventricle was opened, but was deemed too short for the patient. A new longer lead was then implanted. No patient complications were reported as a result of this event.